Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. The battery compartment was alleged to be cracked and the battery cap was not able to be tightened securely. The yellow o ring was visible at the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-jun-2019 with the following findings: on investigation, the battery compartment was confirmed to be cracked. The returned battery cap was found to be damaged and unable to be secured properly to the pump; stripped threads. With the damaged cap in place on the pump, the pump was not able to power on, duplicating the complaint. A test battery cap was able to be secured properly to the pump and power the pump on for testing without any interruption in power. Unrelated to the original complaint, the display screen was noted to be dim/discolored.